Event description:
Spike adapter failed to vent when infusing tpa into cardiac arrest pt. This caused infusion pumps to alarm and not function. Tpa had to be infused manually. This caused a delay in infusion from 35 mins to 75 mins.